Event description:
It was reported the video system center displayed error b30. The issue occurred during inspection for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
A field service engineer evaluated the device on site, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error b30 appear due to a faulty connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.